Manufacturer narrative:
(B)(4). The reported event was confirmed as the product was returned and visual inspection of the tasp shim exhibits signs of repeated use (nicked or gouged) and has one of components 1 and 2 disassembled / missing. The missing component was not returned. DHR was reviewed for deviations and / or anomalies with no relevant deviations / anomalies identified. Root cause was determined to be associated with the design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that instrument was missing components. There is no additional information at this time.